Event description:
It was reported that the customer's insulin pump alarmed motor error several times. The mother stated that the customer was going for an emergency surgery and she is in the intensive care unit. The blood glucose at time of call was over 200mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. Attempted to contact the customer twice to gather more information with no results and left message. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind as a result of a corroded motor home switch. Further testing could not be performed due to the motor error alarm.